Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while conducting fluoroscopy on right ventricular lead, externalization of conductor was noted. No intervention was performed and lead is still implanted in the patient. The patient's condition is stable.